Event description:
It was reported that during initial implant of the lead there were problems to retract the helix. Therefore the lead was not used and replaced with a new lead. After retracting the stylet from the newly placed lead, the lead dislodged. Therefore, the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The distal conductor was distorted and there was blood in/on the helix/lobe mechanism. The lead was stretched and appeared to be damaged at implant.

Event description:
It was reported that during initial implant of the lead, there were problems to retract the helix. Therefore, the lead was not used and replaced with a new lead. After retracting the stylet from the newly placed lead, the lead dislodged. Therefore, the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.